Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient's device goes into out of regulation (oor) when attempting to increase amplitude. The patient does not feel paresthesia on their left side. The impedances were run and all values elevated (>10k), but with range. The device was reprogrammed, but it was unsuccessful. The issue was not resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that reprogramming was attempted yesterday ((B)(6) 2018), but the high impedances remained unresolved. The patient still doesn't feel paresthesia on his left side. The cause is unknown. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the reps and the patient reported that the cause of the high impedances may have been scar tissue. The rep reprogrammed stimulation and was able to get coverage on the patient's left side and knee. Impedances were measured 6 days post op and none exceeded 8590 ohms. No further complications were reported.